Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported following a cryoablation procedure to treat atrial fibrillation using a polarxfit catheter, a cavo tricuspid isthmus (cti), mitral, and vein of marshall (vom) radiofrequency (rf) ablations were performed using carto. Following the procedure, "echographic" examination showed that there was a possibility of tamponade; therefore, a pericardiocentesis was performed. There were no issues were noted during the cryoablation. The patient recovered from the tamponade. The device was discarded and therefore will not be returned for analysis.